Event description:
Customer reported a malfunction after updating their iphone ios, displaying a malfunction code. Blood glucose level was around 190 mg/dl before the malfunction, indicating no adverse impact to the blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed the malfunction code did not recur, allowing the customer to continue using the pump.